Event description:
The facility representative reported during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. A replacement lens of the same parameters was implanted and the problem was resolved.

Manufacturer narrative:
Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. There was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim# (B)(4).